Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to: vascular trauma and surgical conversion. Also, gore recommends to observe inflation and deflation of the balloon under fluoroscopy to ensure proper functioning of the balloon. Excessive inflation volume may result in balloon rupture or vessel damage. Follow the manufacturer's recommended method for size selection, preparation and use of pta balloons. Carefully inflate the balloon to avoid complication.

Event description:
In 2009, the patient was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. The completion computed tomography angiography (cta) revealed a type I endoleak. The physician decided to balloon the proximal aortic neck using 2x12mm pta balloon (unknown) and during the procedure, the infrarenal aorta was perforated. The patient was converted to the open repair. The patient tolerated the procedure.